Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was received with the blade tip broken off and not returned; and with the handle top shrouds slightly open . The remaining blade portion was scratched, evidence of contact with metal in or out of the operative field. The device was functionally tested with a generator and during testing an alert screen was displayed; the shaft was difficult to rotate and the hand activation contacts were damaged it is possible that the damage to the hand activation contacts did not allow the device to be torque properly. This could have resulted in an alert screen or activation issues. To avoid damaging the contacts, it is recommended to assemble the device vertically. A probable cause of the alert screen is blade damage. Blade damage or breakage causes are: external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. It is possible that the damage to the hand activation contacts did not allow the device to be torque properly. This could have resulted in an alert screen or activation issues. To avoid damaging the contacts, it is recommended to assemble the device vertically. No conclusion could be reached as to what may have caused the device open slightly from the top shrouds.

Event description:
It was reported that during an unknown procedure, the rotate knob could not be used. The titanium tip was broken when activated. The broken piece was retrieved by forceps. Another like device was used to complete the procedure.